Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen screen after insulin pump error. Insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software version unknown. Retainer ring black. Customer returned device for an alleged blank display and frozen screen anomalies found on 01/11/2021. Device received with a blank display. Unable to download to thus software due to blank display. Unable to verify frozen screen due to blank display. Unable to perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. Device was cut open to perform visual inspection and found the battery tube connector plugged in properly to electrical board 1 and no moisture damage on the electronics, 40 pin flexible printed circuit or lcd. The original electrical board 1 was installed in a test electrical board 2, case, internal battery, and motor. Powered the device on using the battery simulator and no blank display noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery, and motor. Powered the device on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label and cracked case at battery tube side. In summary, device receive with a blank display suspected to be on the electrical board 2. Unable to verify frozen screen display due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.